Event description:
Post silicone breast implant my health began failing. Recovery from implant surgery began immediately. I have since been diagnosed with many of the associated and effects of breast implant illness. At this time I am virtually incapacitated by these illnesses. I have documented capsular contracture and a breast lump of unk origin or diagnosis and although I've been told it is directly a result of implant, a cancer diagnosis has not been obtained. The dramatic impact of these illnesses has destroyed and quality of life and not one dr can find any reason other than breast implant illness for my decline in health. It continues at rapid pace to get worse with verifiable, physical, and visual effects. The toxins contained within the implant and the silicone are documented and real. Most of these chemicals and contaminants are life threatening and absolutely toxic to humans. The level of toxins and irregular bloodwork is verified. The loss of quality of life is evident. The only hope for reasonable health and life is explant. Had I been told that any of this was even possible I would never had agreed to implanting toxic, chemical infused, life threatening into my prior healthy body. The hidden effects were known and purposely not made evident to make an informed decision or choice. Allergan and other mfrs are delinquent and accountable for not reporting the contents and life threatening effects of their product. FDA safety report ID# (B)(4).